Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the yaw pulley was missing a piece of plastic on the opposite side of the conductor wire. The grip has additional range of motion in yaw as a result, however, the conductor wire is intact. Additionally, there is charring on both yaw pulleys at the grip base. The yaw pulleys are fused together from the heat. Charring/melting is likely due to repeated activation of cautery without tissue between grips. Engineering also observed the distal end of the main tube has light material removal. Damaged area is 3" long and parallel to tube axis. Based on the location and appearance, the damage may have been caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is rec'd.

Event description:
It was reported that during a da vinci s prostatectomy surgical procedure, plastic around the jaw of a maryland bipolar forceps instrument broke, however, no components fell into the pt. No pt harm, adverse outcome or injury was reported.